Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient's spouse reported that the patient had a sore under one of the electrodes. The patient's skin was reportedly rubbed raw. The patient applied an ointment and a bandage, but later saw a physician who recommended the patient remove the lifevest for a few days to allow the irritation to heal. Follow-up indicated that the irritation had healed.